Manufacturer narrative:
H3 other text : device received, but evaluation not completed at this time.

Event description:
The manufacturer received information alleging that a ventilator had an oxygen flow error. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator had an oxygen flow error. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was confirmed. The air inlet foam filter, proportional valve (aecm), 3 way solenoid valve, muffler assembly needs to be changed due to preventive maintenance. Also, blower assembly, tubing system board, line prox filter, machine flow sensor and blower bellow were contaminated. The device passed all the tests.